Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient could not get motion. She developed a lot of scar tissue and was not bending her leg. Explanted existing insert and put in new one. Removed scar tissue.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding reduced range of motion and arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated: there is no indication that factors related to the well-fixed prosthetic components were responsible for the recurrent arthrofibrosis noted in this case. Arthrofibrosis is a reported complication in total knee arthroplasty unrelated to the components selected for implantation. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other events for the reported lot. Conclusions: medical review of the information provided concluded that there is no indication that factors related to the well-fixed prosthetic components were responsible for the recurrent arthrofibrosis noted in this case. Arthrofibrosis is a reported complication in total knee arthroplasty unrelated to the components selected for implantation. A CAPA trend analysis was conducted for the reported failure mode and concluded that arthrofibrosis or stiffness is a common adverse outcome following knee arthroplasty. The root cause analysis shows that arthrofibrosis following knee arthroplasty may result from other factors not necessarily related to the device.

Event description:
Patient could not get motion. She developed a lot of scar tissue and was not bending her leg. Explanted existing insert and put in new one. Removed scar tissue.